Manufacturer narrative:
(B)(6). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported when administrating IV push 5 percent albumin through a central line the maxzero connector detached and leaked 5 ml of blood. The connector remained on the syringe after the medication was given. Prior to the IV push the site was cleaned with chlorhexidine with a 30 second drying time. There was no report of patient harm. The event occurred in pacu.

Manufacturer narrative:
Report date is (B)(6) 2017. Received by manufacturer date is 5/2/2017. The customer¿s report of when administrating an IV push through a central line the maxzero connector detached and leaked was not confirmed or replicated. The male and female luer adapter of the maxzero connector was inspected under a magnification to observe for any cracks, fractures, or stress marks. No issues were observed. Functional testing was performed; no disconnections or leaking was observed. Dimensional testing was also performed on the maxzero connector. All dimensions were within listed specifications. The root cause was not determined.